Event description:
It was reported the patient's blood glucose level rose to 900 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also noted that the patient recently had stomach surgery. The patient stated that it was cancer of the colon. Insulet's patient safety review team is conducting a thorough investigation to see whether or not our product could have contributed to the cancer allegation. If new information becomes available we will supplement this report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.